Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 04-jul-2023. H.6. Investigation summary: samples and photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of ¿needle clogged / blocked¿ from lot number 1348618 and material number 391892. The device history review of material number 391892 with lot number 1348618 was checked and there was no quality notification found on this lot from its production date to its dispatch on date. The investigation and simulation were carried out on retention samples where the investigating team has visually inspected the samples for needle clogged / blocked and the defect was not confirmed. The returned sample was used to investigate the complaint of needle clogged / blocked and it was found that the sample did not show any defect of needle clogged / blocked in it. The exact root cause could not be determined, as the defect was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during use with bd venflon¿ IV cannula "cannula" foreign matter was discovered inside the cannula. This is the 3rd of 3 reports. The following information was provided by the initial reporter: when they withdraw the cannula, they observe a circle cannula material inside cannula.

Event description:
It was reported that during use with bd venflon¿ IV cannula "cannula" foreign matter was discovered inside the cannula. This is the 3rd of 3 reports. The following information was provided by the initial reporter: when they withdraw the cannula, they observe a circle cannula material inside cannula.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As bawal is an OEM manufacturing site. Initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.